Event description:
Affiliate reported that the ventricles of the patients brain became large and infection occurred in the abdomen. The device was removed and an external drainage was used temporarily.

Manufacturer narrative:
Additional information: on 5/12/14: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated to populate as a serious injury.

Event description:
The device was implanted via v-p shunt. Setting pressure and doi were unknown. After implantation, it was noted that the ventricles of the patient's brain became large and infection occurred in abdomen. External drainage was conducted temporarily. On (B)(6) 2012, the device was replaced by (B)(4). On 5/12/14: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated to populate as a serious injury.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.